Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose was 30 mmol/l earlier in the week. The customer stated the insulin pump did not alarm no delivery and insulin was not being delivered to their body. The customer reported treating for their blood glucose with 28 units of insulin. Customer also performed an infusion set change for their blood glucose. The customer's blood glucose was lowered to 8 mmol/l the next day. The customer stated the insulin pump passed a self-test. The customer declined to return the insulin pump for analysis.